Event description:
Procedure: oophorectomy. Reportedly, after the procedure, the pt developed an ileus. A re-operation was performed 2003, where reportedly, one unformed staple was found. No further pt injury reported.